Event description:
It was reported that the patient¿s grandchild had jumped on him when he was laying on the bed and the catheter got disconnected from the pump causing fluid to sit in the pump pocket. The patient then experienced an infection in the stomach (incision part) and the pump was protruding through his body and came through the incision. The patient ¿could feel the metal right at the edge.¿ the patient went to the doctor and the doctor put something over the incision ¿to suck it out the infection (tube inserted into the pump pocket) while it was healing and kept sucking stuff out of it.¿ the patient was also put on antibiotics. The patient started running a fever and went to the hospital and they removed the device system. The patient decided not to get a replacement. The type of medication being delivered via the device system was sufentanil and clonidine. Additional information has been requested regarding the cause of the event, diagnostics and the event¿s outcome, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory; product ID 8578, serial# (B)(4), implanted: (B)(6) 2010, product type: accessory. (B)(4).